Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The analog/digital converters installed on the control board of the esg-100 have their own highly stable reference voltage source, whose value is regularly monitored by the system to ensure proper conversion of the different analog voltage values. If the reference value is outside the permissible range, error message 274 will be triggered. For safety reasons, the device can no longer be activated in this case until the error has been resolved. Possible causes are: a defective adc1 on the control board (permanent error). A defective impedance transformer for the adc1 on the control board (permanent error). A defective adc2 on the control board (permanent error). A defective impedance transformer for the adc2 on the control board (permanent error). Disturbance of the esg-100 due to interspersed electromagnetic interference fields (temporary error). If error message 274 only occurs sporadically (temporarily), no further actions are necessary. If error message 274 occurs frequently or even permanently, the control board should be replaced (as described in the current service manual). With this error pattern, a user error can most likely be ruled out. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Additional information: h4. It has been over ten (10) years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer error code e274 (generator error message) with use of olympus esg-100, 220...240 v~,. The malfunction was found during inspection for use. The diagnostic procedure was completed with a similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During device evaluation, the customers¿ initial report error code e274 (generator error message) was confirmed upon powering on. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.